Manufacturer narrative:
The device was returned to the MFR and the event was confirmed. The device was missing the decorative screw. This may have been contributed to either no or not enough loctite or proper torque on the decorative screw when this device was built or during use and cleaning the loctite and threads came loose. The device was repaired and returned to the customer.

Event description:
It was reported that the decorative screw in back of the handpiece came out during a total knee procedure. The customer was able to confirm that no parts fell into the surgical site. The customer was able to confirm that there were no procedure delays. They had another saw available to complete the procedure successfully.